Manufacturer narrative:
Medical records were provided and reviewed by post market clinician staff. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field. There is no documentation in the medical record indicating a causal relationship between the liberty cycler, liberty cycler cassette or peritoneal fluid and peritonitis. There is no documentation in the medical record that shows a causal relationship between the pt's dialysis treatment or pt's dialysis products and pt's death. This event is being filed as a MDR reportable serious injury to comply with regulatory commitments to report any serious injury while using a fresenius device/product. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The record review confirmed the labeling, material and process controls were within specification. There were no reported device malfunctions.

Event description:
On (B)(6) 2014, the pt re-presented at the hosp with recurrent nausea, vomiting, diarrhea, abdominal pain and extreme fatigue. She became hypotensive during her hosp stay. The pt was noted to have leukocytosis (count of 29) and her peritoneal fluid had a nucleated cell count >5000/mm3. The pt was treated for bacterial and fungal peritonitis due to pt's immunosuppression. Repeat peritoneal fluid showed cell count, 12,031 (95% pmn's). All blood cultures and peritoneal cultures did show no growth. Pt remained hypotensive and she continued to have a worsening of lactic acidosis. While hospitalized, the pt received hemodialysis. On (B)(6) 2014, the pt's peritoneal dialysis catheter was removed. On (B)(6) 2014, she developed bradycardia and coded for 49 mins. Her bradycardia and hypotension worsened and on (B)(6) 2014, the pt went into asystole and expired.